Event description:
Patient underwent a primary tkr approximately 15 years ago and had a lcs tkr. Patient has had increasing pain and decreased range of motion over the last two to three years so sought treatment. Upon investigation her x-ray revealed osteophyte accumulation on the posterior aspect of the tibial, as well as wear on her native patella. Dr opted to operate to remove the osteophytes as well as exchange the insert and resurface the patella. If other, describe: n/a, if other, describe: revision knee, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain, decreased range of motion, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-ray, revision surgery, other information: n/a, is the patient part of a clinical study? Unknown, (B)(4) device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, complaint cannot be confirmed. In order to observe a worn condition of the device, a visual examination of the physical implant is required. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: 1. What is the affected side involved in this event? Left or right? Left. 2. Was the revision straight forward? Was it completed successfully without surgical delay? Yes & yes.